Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer applied more pressure to resolve the issue. The insulin gauge was reported to be inaccurate as the reading remained static. Customer reloaded cartridge to resolve the issue. Customer¿s blood glucose was 118-202 mg/dl.